Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey3563 showed no similar product complaint(s) from this lot number.

Event description:
It was reported that a nurse noted a leak in the wis needle attached on to a patient's chemo port. The faulty product wan not used further and a new one was used.